Event description:
Received report that three patients had confirmed fusarium keratitis and were using some type of renu solution. No other information was provided. Repeated attempts have been made to obtain additonal details with no response received from the treating practitioner.